Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cytostatic solution was leaked from bd phaseal¿ secondary set c61. Customer¿s verbatim: ¿ leakage, cytostatic solution has leaked. ¿

Event description:
It was reported that cytostatic solution was leaked from bd phaseal¿ secondary set c61. Customer¿s verbatim: ¿ leakage, cytostatic solution has leaked. ¿

Manufacturer narrative:
H.6. Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint. CT scan was done on a leaking sample which was segregated during production. After this scan additional test were done on spike component and concentricity of lower part of spike component which caused molding deficit on one side of component. CAPA#891423 was initiated.